Event description:
A account reported that a cel-u-gel suros had no clip and was difficult to deploy and to remove. Another product unit was used successfully. On receiving the applicator used by the facility, the sales rep observed that the tip was sheared off and the pellets were bunched together. There was no pt adverse effect.